Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-29, lot # n304210, implanted: (B)(6) 2014, product type accessory; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
The patient experienced stimulation in the wrong location and pain in left lower leg. Stimulation/therapy issues was reported. Reprogramming was noted. The lead was going to be moved down to cover the lower part of his left leg, was currently only covering the upper part of his leg. The lead was in the incorrect location. During the revision the doctor accidently removed the lead from the space and was not able to place it back into the proper location. The lead was permanently removed. During the revision the patient was tapped twice which further complicated intra op testing. The lead that remained implanted was moved more midline. After the procedure the patient was having inconsistent responses about the location of the stimulation. The physician will follow up with the patient in a couple weeks. Implanting physician may discuss the possibility of a lami lead at that time. Additional information has been requested to find out the outcome of this event. If additional information is received, a follow up report will be sent. Reference manufacturer report #s 3004209178-2015-06008 and 3004209178-2015-06017.